Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: tyoe of investigation codes were added: 4109, 4111, 4110 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. The products were not returned. The reported events could not be verified as the exact details of event were non-verifiable. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review (ilrght & unknown certain 4.1 implant): DHR reviews could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. (Ilrght): a year-long complaint history review by item number (ilrght) was performed using keyword fracture screw through complaint history review and no complaint about nonconforming products was identified. (Unknown certain 4.1 implant): complaint history review could not be performed as the item/lot number associated with the reported device was not available. Functional testing could not be performed since the products were not returned. Therefore, the reported events could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation are inadequate treatment planning or excessive torque applied during placement. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number ¿ k072642. Fax number unknown / not provided. Device discarded.

Event description:
It was reported that the screw fractured in the patients mouth in tooth site # 9.